Event description:
It was reported while performing an ablation procedure using the cool path catheter, the irrigation port separated from the handle of the catheter. The catheter was removed and replaced with no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.